Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that occasionally insulin pump did not dispense insulin, causes high blood glucose. The customer¿s blood glucose was unknown at the time of incident. Customer¿s wife reported that they did not reliably dispense insulin. The insulin pump will not be returned for analysis.